Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm was noted. The pump also had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.